Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor signal loss when the sensor became disconnected and the app displayed a prompt to start the sensor, after which the user re-entered the sensor code and restarted the sensor per agent guidance, with pairing completed by the end of the call. Symptoms included loss of cgm glucose readings. Outcomes included temporary interruption of cgm data until sensor restart and pairing. Investigation included customer troubleshooting and education to restart the sensor and confirm pairing. Investigation of this case revealed a cgm communication interruption consistent with sensor disconnection, with resolution following sensor restart and successful pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable sensor disconnection leading to signal loss.